Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty emergency light. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source's emergency light lamp at the bottom right front panel blinks. The issue was found during a diagnostic endoscopy procedure which was completed with the same device. The xenon lamp was lit normally and therefore had no impact on the procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.